Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact e1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported an "intermittent non-detection of spo2, no alarms or error messages". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device passed all visual and functional testing when a masimo-supplied battery was installed into the device. The device was able to continuously take measurements throughout the duration of the testing; the device alarmed every time the spo2 measurements exceeded the parameter limits. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported an "intermittent non-detection of spo2, no alarms or error messages". There was no patient impact or consequence reported.